Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection found a white particle floating in the reservoir of the device. A fourier transform infrared spectroscopy scan determined that the particulate matter was acrylic. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a fiber floating in the balloon. This was identified during storage. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.